Event description:
During the blood salvage procedure, the brat bowl lost bond integrity at the base resulting in the catastophic destruction of the bowl. Blood leaked into the centrifuge chamber and was forced out from under the machine lid. The operator was accidentally exposed to the patient's blood.